Event description:
It was reported that the user was concerned that blood glucose remained around 140 mg/dl and admitted to entering false meal announcements in an effort to lower glucose, while readings were in range during the call. Customer care provided support review and remote data access attempts after assisting the user to connect the device to the mobile app. Investigation of this case revealed user technique error related to use of meal announcements and lack of prior data syncing, with no device malfunction observed. No symptoms reported during the event. Outcomes included no medical intervention, and no hospitalization. It was concluded that the event was related to user misunderstanding of device operation and not to a device failure.